Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio flex meter displayed an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the error message had been occurring intermittently and did not recall when the issue had first started. The patient manages their diabetes with oral medication (1 unspecified pill per day) as well as with diet and/or exercise and did not make any changes to their usual diabetes management regimen as a result of the alleged product issue. The patient stated that 24 hours after the alleged product issue occurred they developed the symptom of ¿unaware what was going on¿; which they associated with hypoglycemia. In response to this the emergency medical services (ems) were called and when they arrived the patient¿s blood glucose was measured on the ems meter and a result of ¿1.1mmol/l¿ was obtained. As a result of this the patient was given an injection, although the patient was not sure what this injection contained. The patient was not taken to hospital and this was the only treatment which was received. At the time of troubleshooting the csr confirmed that the test strips had been open longer than their discard date, expired or stored improperly. When the csr walked the patient through a re-test the patient was able to obtain a blood glucose reading. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have been unable to test their blood sugar using the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.